Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn after exposed to moisture. Customer reported fluid inside the battery compartment and under liquid crystal display. Customer stated metal piece on the battery cap was detached. Customer stated the insulin pump was dropped and they heard fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.